Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements on the right ventricular (rv) lead. Ts recommended further testing and a commanded shock. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this implantable cardioverter defibrillator (ICD) delivered a shock that successfully converted a ventricular tachycardia (vt) episode. However, the device recorded high out of range shock impedance measurements following the shock delivery. Subsequently, this ICD was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements on the right ventricular (rv) lead. Ts recommended further testing and a commanded shock. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this implantable cardioverter defibrillator (ICD) delivered a shock that successfully converted a ventricular tachycardia (vt) episode. However, the device recorded high out of range shock impedance measurements following the shock delivery. Subsequently, this ICD was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements on the right ventricular (rv) lead. Ts recommended further testing and a commanded shock. No adverse patient effects were reported. This ICD remains in service.